Manufacturer narrative:
No physical damage noted to cartridge holder and inpen front and back shell. Inpen paired to the commercial app. Inpen received with leadscrew fully extended of travel. Drive screw was received stuck in driveshaft and hard to rewind. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to leadscrew hard to rewind. Inpen passed front cap investigation. In conclusion: suck drive screw can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lead screw anomaly. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. The customer reported the screw was not moving as intended. The customer reported retracting the screw was difficult. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-105elgyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. Inpen paired to the commercial app. Inpen received with leadscrew fully extended of travel. Drive screw was received stuck in driveshaft and hard to rewind. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to leadscrew hard to rewind. Inpen passed front cap investigation. In conclusion: suck drive screw can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.